Event description:
It was reported that stent damage occurred. The 90% stenosed, 18mm in length target lesion was located in the severely tortuous and calcified 3.8mm in diameter left circumflex artery. A 20 x 3.50 promus premier drug-eluting stent was advanced for treatment. However, the device was unable to cross the lesion and the stent strut was kinked. The procedure was completed with another of same device. There were no patient complications reported and the patient status was stable.